Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference# 3002808486-2019-01006. Additional information provided determined that this device was manufactured by (new manufacturer). With the submission of this initial report, (new manufacturer) informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced of this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: the following allegations have been investigated. Tilt, vena cava (vc) perforation, pain, trouble breathing/dyspnea and limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, trouble breathing/dyspnea and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right jugular vein due to pulmonary emboli (pe). Patient is alleging vena cava perforation. The patient further alleges ¿suffering from pain in his side and abdomen and trouble breathing/shortness of breath¿ as well as limited activity. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2015, "positive for caval perforation. Approximately four prongs perforate the inferior vena cava seen best on axial image 116 of 2. Maximum distance of perforation is approximately 10 mm seen best on coronal image 59 of 201. Approximately 8 degrees of tilt from the superior right to inferior left orientation on coronal image 60 of 201 and approximately 6 degrees of tilt superior posterior to inferior anterior orientation seen best on sagittal image 59 of series 200.¿